Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified during drain cycle 4. The patient's ultrafiltration (uf) reading was 1719 ml, indicating the home patient (hp) drained1719 ml more than the largest prescribed fill volume of 2500 ml. This meant the total drain volume was approximately 4219 ml, which meets the iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint is an ancillary service event. The device was returned and evaluated. No failure or malfunction of the device was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The iipv was confirmed by review of the logs. The cause of the iipv was determined to be one or more cycles advanced to the next fill when a slow / no flow occurred above the minimum drain volume threshold.